Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the amount of the blood loss (mls)? Was a transfusion required? Was the procedure altered as a result of the event? What is the current patient status?

Event description:
It was reported that during a mastectomy procedure, the surgeon placed the clip on a vein and he reports that it transected the vein instead of clipping it. He used clamp cut and tie to control the bleeding. Another like device was used to complete the procedure. There were no adverse consequences for the patient.